Event description:
It was reported to baxter corporate product surveillance of an interlink system buretrol solution set in which back flow of the fluid was observed during infusion. There was patient involvement; however, there was no report of patient/user injury or medical intervention that was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: according to the customer, the backflow occurred due to tiny hole in the tubing at unknown site. The solution was back flowing into the burette. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.